Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this lead was seen due to syncope. An interrogation confirmed a ventricular episode which was correctly sensed and treated by the associated device. It was also noted the threshold of this lead had been progressing higher and showed 3.4v @ 2,0 ms. For this reason, the physician elected to replace the lead; a new lead was implanted in absence of any adverse effects and no obvious lead malfunctions were noted during the revision procedure. The explanted lead is not intended to be returned for analysis.